Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned; however, a log file was submitted. The submitted log file contained data spanning approximately 3 days (B)(6) 2021 per the timestamp). The log file captured an atypical backup battery fault active on (B)(6) 2021 from 12:37:17 to the last event in the log file (B)(6) 2021 at 14:36:44) due to the backup battery failing the load test. The load test failed due to the loaded voltage being measured under the acceptable threshold when compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Provided information stated that the alarms resolved by installing a new backup battery into the controller, the serial number of the is (B)(6), and no device (controller) exchange was done so it will not be returning. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarm conditions, backup battery use count increase conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm resulting in a yellow wrench alarm on (B)(6) 2021. The patient was seen on (B)(6) 2021 and had 11 months of battery left on the monitor banner. The log file review captured backup battery faults beginning on 12:37 pm on (B)(6) 2021. There were no other unusual events seen in the log and the equipment seemed to be operating as intended. The backup battery was changed as reseating the battery did not resolve the alarms. It was reported there may be a connection issue between the battery and the battery cable within the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.